Event description:
It was further reported that pre dilation was performed with a 2.5 x 9mm balloon.

Manufacturer narrative:
Device is combination product. (B)(4) . Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary stenting treatment procedure stent dislodgement and stent damage occurred. Vascular access was obtained via the right radial artery. The 70% 4mm x 17mm eccentric de novo target lesion was located in the non-calcified and mildly tortuous proximal to mid left circumflex artery (lcx). The 4.0 x 20mm promus element mr stent delivery system (sds), being used for direct stenting, had the stent dislodge in the left main coronary artery (lmca). The physician used a 1.5 x 15mm maverick balloon inflated with minimal pressure to push the stent down to the proximal lcx. Then, he post dilated the stent with an unspecified 4mm x 10mm nc balloon. A 3.5 x 16mm promus element stent was then deployed in the distal lcx, as the physician "felt" there was deformation in the 4.0 x 20mm stent. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.